Event description:
Caller reported that the cartridge was not fitting properly on the pump, with an o-ring found on the pneumatic tap as the cause. There was no adverse impact to the customer¿s blood glucose level. Customer was able to resolve the issue by following instructions from technical support, which included removing the o-ring, cleaning the affected area, and successfully reloading the cartridge, which allowed the resumption of insulin therapy.